Event description:
Nurse in europe developed an allergic skin reaction after wearing the glove. Nurse sought medical treatment and was instructed to use cuckzal (contains cortizone) and w/slr ointment.

Event description:
Patient developed an allergic skin reaction after wearing the glove. Pt sought medical treatment and was instructed to use cuckzal (contains cortisone) and w/slr ointments.